Event description:
The customer reported that the ventilator alarmed and went vent inop during normal ventilation operation due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb to motor controller pcb cable and/or data acquisition pcb board to address the reported problem. The biomedical engineer reported finding the cable was not seated properly. The biomedical engineer reported the cable was reseated and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Cable was reseated.